Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Customer applied adhesive to the display window and on the keypad. Device also had minor scratched display window, cracked display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and had diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose level was 543 mg/dl, at the time of incidence. Customer reported they experienced abdominal pain, difficulty in breathing. Customer was treat with using different insulin. Customer did not allege insulin pump was under delivering. Customer reported that the insulin was exited at the quick review. The insulin pump will be returned for analysis.